Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by patient that it really hasn't done anything for them as they were still leaking and was not sure how high the setting should go or what they were supposed to look for. Patient always has to wear pads and thinks its "sort of nerve related". When patient told their doctor about their concerns the doctor just says to call medtronic. Patient also stated they tried increasing amplitude from 1.7 to 1.8 before calling. They also mentioned that they recently had to have a catheter put in because of leaking however "it started to bind up" so they had to take some scar tissue out 6 days ago. Patient reported this was the 2nd time they had to have scar tissue removed which was caused from radiation they had prior to interstim implant. During the call, patient was able ro show that stim was on and currently at program 2 1.8v and feel stim in correct area. Patient changed from program 2 to program, and then increased amplitude to 1.8 which was comfortable for them. Patient redirected to doctor if problem didn't resolve. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by patient that it really hasn't done anything for them as they were still leaking and was not sure how high the setting should go or what they were supposed to look for. Patient always has to wear pads and thinks its "sort of nerve related". When patient told their doctor about their concerns the doctor just says to call medtronic. Patient also stated they tried increasing amplitude from 1.7 to 1.8 before calling. They also mentioned that they recently had to have a catheter put in because of leaking however "it started to bind up" so they had to take some scar tissue out 6 days ago. Patient reported this was the 2nd time they had to have scar tissue removed which was caused from radiation they had prior to interstim implant. During the call, patient was able ro show that stim was on and currently at program 2 1.8v and feel stim in correct area. Patient changed from program 2 to program, and then increased amplitude to 1.8 which was comfortable for them. Patient redirected to doctor if problem didn't resolve. No further complications were reported. On 2018-may-01, (B)(4): additional information received indicated that the program change made did not help their symptoms. Patient would like to change the program again. The patient stated that he did report this to his doctor but his doctor directed he to call manufacturer. The device was synced with patient programmer and was noted stimulation was on. It was reported as unknown if patient was feeling stimulation in the bike seat area. The patient was able to change from program 3 to program 4 and was going to increase stimulation to a comfortable level and see if that will help his symptoms. It was indicated that the reported issue was resolved. The patient stated he has not tried program 1 or 4 and was suggested for patient to try those programs and then contact doctor for reprogramming if he was still not getting therapy benefit. On 2018-05-14, (B)(4): additional information from the consumer on (B)(6) reported the healthcare professional (hcp) reamed them out twice because they had recurring scar tissue. The patient noted he cathed himself for 3 months to kept it open and they had a constant drip. The patient noted when he got up there was a good short stream. The patient noted they had prostate cancer in 2002, radiation, seeds. The patient noted they started at 2 at 1.8 and were now trying 4 at 1.0. The patient added they had just gone up to 4.12 just feel a high tingle. There were no further complications that have been reported as a result of this event. On 2018-jun-04, (B)(4): additional information from the consumer on (B)(6) with patient reporting that there had not been any change with resolution in the therapy device not having really helped, leaking and wearing pads and having to put in a cath. They started at 2.1 and was now at 4 - 1.6, just up to 4 - 1.9. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on (B)(6) reported the healthcare professional (hcp) reamed them out twice because they had recurring scar tissue. The patient noted he cathed myself for 3 months to kept it open and they had a constant drip. The patient noted when he got up there was a good short stream. The patient noted they had prostate cancer in 2002, radiation, seeds. The patient noted they started at 2 at 1.8 and were now trying 4 at 1.0. The patient added they had just gone up to 4.12 just feel a high tingle. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the program change made did not help their symptoms. Patient would like to change the program again. The patient stated that he did report this to his doctor but his doctor directed he to call manufacturer. The device was synced with patient programmer and was noted stimulation was on. It was reported as unknown if patient was feeling stimulation in the bike seat area. The patient was able to change from program 3 to program 4. And was going to increase stimulation to a comfortable level and see if that will help his symptoms. It was indicated that the reported issue was resolved. The patient stated he has not tried program 1 or 4 and was suggested for patient to try those programs and then contact doctor for reprogramming if he was still not getting therapy benefit.